Manufacturer narrative:
There is no known patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that water samples of the sorin heater-cooler system 3t showed an increase of the coliform parameters. There is no known patient involvement. The review of the microbacterial results taken by the customer confirmed the contamination. A sorin group field service representative was dispatched to the facility to investigate and was unable to confirm a user or handling error. The customer was advised to continue to maintain the units according to the IFU and to monitor the issue. A change of the water maintenance is not required at this point. A review of the DHR was unable to identify any concessions, deviations or nonconformities relevant to the reported failure. This issue will be monitored. As corrective action, fsca (B)(4) was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Event description:
Sorin group (B)(4) received a report that water samples of the sorin heater-cooler system 3t showed an increase of the coliform parameters. There is no known patient involvement.